Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2024. The new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on batch run # 2660 on 12/20/23. No ncmr's are associated with this lts-v batch run. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing.

Event description:
The surgeon has ordered the following replacement parts: itotal identity ps tibial insert, no trial, ipoly xe, 6mm, left. Reason: infection. Original surgery date: (B)(6) 2024. New surgery date: (B)(6) 24.